Event description:
It was reported that during a laparoscopic sigmoidectomy procedure the clips were scissored and would not feed into the jaw. A second device was pulled and the same thing occurred. A competitor¿s device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 2 clips as intended and it ejected 9 clips. Finally, it locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.